Manufacturer narrative:
This report is submitted september 6, 2018.

Event description:
Per the clinic, the patient underwent skin revision (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The initial MDR submitted on september 6, 2018 was filed inadvertently. The skin revision at the implant site did not occur. No serious injury has occurred for this patient as previously reported.